Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: (b)96)2015, UDI#: 00643169158085 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient was complaining that the therapy wasn¿t working like it used to. They planned to do a dye study to check into catheter patency. Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting that the patient stated that the communicator was not working like it used to, but then the patient stated that the communicator was functioning again and patient was receiving boluses from the pump. The patient had a failed dye study. Actions/interventions taken to resolve the issue included a magnetic resonance imaging (MRI) with sedation was ordered by managing physician, but local hospital cannot accommodate appointment until (B)(6)2025.